Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent dislodgement occurred. Vascular access was gained via the right femoral artery. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right common iliac artery. An 8.0x20x135 cm express ld vascular stent was being advanced to the target lesion when the stent detached from the balloon. The physician cut the femoral artery to retrieve the detached express ld vascular stent. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent dislodgement occurred. Vascular access was gained via the right femoral artery. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right common iliac artery. An 8.0x20x135 cm express ld vascular stent was being advanced to the target lesion when the stent detached from the balloon. The physician cut the femoral artery to retrieve the detached express ld vascular stent. The procedure was completed with a different device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer: an examination of the device revealed that the stent was detached and not returned for analysis. There is clear evidence of stent crimp on the main body of the balloon. The distal section of the balloon material over the distal markerband seems to be bunched and not tightly folded. This may have occurred after the stent protector was removed. There was a clear impression of the stent crimp on the balloon. The shaft is also stretched and twisted 68.2cm - 69.5cm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).